Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tape not sticking event on (B)(6) 2026. Patient stated that infusion set fell of and patient also faced bleeding at the site. No further information available.